Event description:
Post-operatively, the site reported that the patient developed decreased flow estimations. Eight days later, this was followed by a dramatic increase in power consumption and flow estimations. Details regarding the patient's symptoms or his/her medications at the time of the event were not provided. Details regarding the results of any diagnostic testing were not provided. It appears that the patient was treated with extra-corporeal membrane oxygenation and subsequently underwent pump exchange. Details regarding this surgery or the patient's immediately post-operative course were not provided. The site noted "clot" material in the pump housing and in the outflow graft. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The site noted "clot" material in the pump housing and in the outflow graft. The patient expired on (B)(6) 2014. The cause of death was listed as refractory ventricular tachycardia. Details as to whether an autopsy was performed or its results will not be provided to the manufacturer due to patient confidentiality laws. The event was reported to be unrelated to the heartware device by the site vad coordinator. A device history records review was conducted finding no anomalies. A review of the controller log files associated with the event captured in (B)(4) confirmed the elevated power consumption and flow. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Clinical correlation is required. Applicable risk documentation and experience with events of similar circumstances were considered; events with reports of "high power" are most likely caused by device thrombosis, a known potential complication associated with all patients implanted with a ventricular assistance device (vad). Although independent pathological analysis confirmed the presence of thrombus; the cause and origin of the thrombus cannot be conclusively determined. While the cause of the reported event cannot be determined, patient, procedural, and pharmacological factors may have contributed to this type of event. The most likely root cause of patient death is a thrombus event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4) , dated(B)(4) 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that the patient was emergently implanted with the ventricular assist device (vad) in the right ventricle via a sternotomy after a myocardial infarction (mi) due to dissection of the right coronary artery (rca) during a percutaneous coronary intervention (pci). The patient remained in the intensive care unit (ICU) and was inotrope dependent, ventilated and undergoing dialysis. Beginning on (B)(6) 2014 a dramatic increase in power consumption and flow estimations was observed. The patient was started on extracorporeal membrane oxygenation (ECMO) on (B)(6) 2014 and improved temporarily. The treating physician made the decision to exchange the pump due to pump thrombus on (B)(6) 2014. The patient went into ventricular tachycardia which did not respond to either medical or electrical conversion and the patient expired on (B)(6) 2014.